Event description:
Caller states that patient is mostly atrial dependent and has this device with only an atrial lead (st. Jude) programmed aair 60 previously. Caller states that patient was not capturing in the atrium bipolar on (B)(6) 2023, so they increased outputs and then changed the lead to unipolar pacing which resumed capture of the atrium. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).